Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure or technique: lumbar posterior pedicle screw technique it was reported that intra-op, screw used for fixing got slipped and could not lock the nail stick. The product came in contact with the patient. No patient complications were reported.